Event description:
It was reported that the right ventricular lead exhibited noise via stored electrograms. The noise could be reproduced in the clinic. No intervention or patient symptoms were reported. No further information was available.

Manufacturer narrative:
(B)(6).